Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the during an acl procedure, the meniscal cinch, ar-4500, the peek is not seen and passed twice. Additional information obtained 6/19/2019: both implants deployed however the second implant did not stay in the tissue. The implants were removed from the patient and the surgeon chose to pass inside out, making a posterolateral incision of the knee to rescue the intra-articular points and be able to tie on the capsule. A total of 5 meniscal cinches were used. With the other four devices the implants came loose inside the device and the implants could not be carried into the tissue.